Event description:
It was reported that the patient had tripped on stairs and her pump was "ripped out". The patient was initially told by a healthcare provider (hcp) to "pull it out and turn it over to bolus", though the meaning of this was unclear. The patient's physician did not agree with what the prior hcp had said and performed a surgery to create a new pocket for the pump. It was noted that after the surgery, the "bolus" was not used anymore, though it was unclear why. It was also reported that the patient had dislocated her hip joint and was visiting an orthopedic doctor for an MRI. It was stated that the patient would need a hip replacement. The drugs used in this system were morphine and bupivacaine. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 8835 serial# (B)(4), product type programmer, patient product ID, 8731sc serial# (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
All previously reported patient codes will be updated/corrected to the following for this event: (B)(4).

Event description:
Additional information received reported the pump had come out of socket where it was put in the pocket. The patient had tripped and fallen twice and it came out. The patient had discomfort in his gut. It hurt on both sides of his stomach. The patient could not bend and didn't feel like she could do any kind of exercise without causing more damage. The event occurred pretty close to when the pump was put in. The patient had 2 sets of stairs to walk up and her "right leg hands lower." Surgery was being considered for the patient's hip and diagnostics were being done to decide if it was sciatic or the hospital. An MRI showed the hip was "out a round that definitely needed to be replaced." The patient was confused and overwhelmed and tired worrying about "this, that, and the other thing." The pump was being used to deliver morphine.